Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It has been reported that the pump¿s piston rod never reaches the cartridge plunger, after the cartridge had been changed. The caller describes the piston rod¿s motor was not moving at the correct speed. This led to hyperglycemic episodes.